Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: device evaluation updated as follows: a visual and functional assessment was performed on the device according to (B)(4). The following steps failed: section 40: check function of quick saw blade coupling. During service/repair the following was observed: the equipment is overheating due to excessive dirt and grease internally, causing excessive strain during operation. During the service evaluation the following failures were identified: visual: foreign substance/debris/cleaning/sterilization. Device interaction (2+ devices): cannot engage attachment - coupling. Conclusion: ¿ failure reported is not confirmed. ¿ root cause: faulty parts (3210).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device according to se_025290_ap. The following steps failed: section 40: check function of quick saw blade coupling during the service evaluation the following failures were identified: visual : foreign substance/debris/cleaning/sterilization device interaction (2+ devices) : cannot engage attachment - coupling. Conclusion: ¿ failure reported is not confirmed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the sagittal saw attachment device coupler position could not be adjusted, and the device was undergoing excessive heat buildup. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.